Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the inner tubing was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism, the lead appeared damaged at implant and the lead was stretched.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that at the second reposition attempt during the implant procedure, the helix did not extend. The lead was taken out for a closer look and it was found that helix electrode was bent from inside of the lead. A new lead was implanted. No patient complications were reported as a result of this event.